Event description:
It was reported to medtronic minimed that the customer experienced serter anomaly, sensor updating/sg not available, harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia of blood glucose value of 40 mg/dl. The customer reported hemorrhage/bleeding, hypoglycemia treated with no treatment, other. The event involved product(s) mmt-7512n, mmt-7040a, mmt-1884, mmt-342, mmt-442a. Trouble shooting was performed and customer was reporting the sensor serter would not release the sensor after insertion. Customer followed proper steps for insertion process. Customer reported blood at site. Customer reports receiving a sensor updating /sg value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. It was unknown whether the insulin pump used within 48 hours of reported event or not and it was unknown whether the automode future was active at the time of low blood glucose event or not. No further patient complications were reported. Product return required for mmt-7512n. It is unknown whether product will be returned. No product return is required for mmt-7040a. Customer will continue to use the insulin pump. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-442a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.